Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified, tortuous, 90% stenosed left circumflex artery (lcx). Eight to ten treatments were performed. The oad crown was brought back to the guide catheter and parked to move the viperwire guide wire into the left anterior descending artery (lad). During this, the viperwire spring tip fractured. It was indicated the lesion was calcified and tortuous. There was no indication as to what led to the fracture. The fractured component was able to be retrieved. The patient was in stable condition.

Manufacturer narrative:
"The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is possible that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device." Updated: d9, g3, h2, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified, tortuous, 90% stenosed left circumflex artery (lcx). Eight to ten treatments were performed. The oad crown was brought back to the guide catheter and parked to move the viperwire guide wire into the left anterior descending artery (lad). During this, the viperwire spring tip fractured. It was indicated the lesion was calcified and tortuous. There was no indication as to what led to the fracture. The fractured component was able to be retrieved. The patient was in stable condition.